Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to troubleshoot the issue by pressing the button and using a power source, but the pump did not respond. Consequently, technical support decided to replace the pump, which was confirmed to be under warranty. The customer will use multiple daily injections as a backup therapy and was provided instructions on how to put the pump into storage mode before returning it using a pre-paid label.